Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4, h4, h6: device history record (DHR) review conducted: a manufacturing record evaluation was performed for the finished device product code:04.168.285s lot no:221p615 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 12/06/2021 manufacturing site:jabil grenchen expiry date:01/06/2031 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for proximal femur fracture with the bolt in question. The femoral head was reamed to 85 mm as measured and the surgeon drilled to about 5mm in front of the tip of the femoral head. When the 85mm bolt was inserted, it stopped slightly toward the front. The surgeon used a cylinder to hammer it, but the insertion position of the bolt did not change. The surgeon guessed that because the cervical body angle was about 135 to 140 degrees, the tip of the plate contacted the bone first, causing the bolt to stop earlier than expected. The surgery was completed successfully without any surgical delay, no further information is available. This report is for a bolt for femoral neck system 85mm length-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.